Event description:
Covidien endostitch-ref: (B)(4) lot #: jam1599ey button that releases the needle was stuck and wouldn't open. They had to open another endostitch device and needle to finish the closure. No harm to patient.